Event description:
It was reported that the pump indicated a data log corruption. There was no specific information provided about any impact on the customer¿s blood glucose level. The pump started upon being plugged in and was recognized by the computer, but its complete history was unavailable, and there was a record deleted on january 1, 2023. The customer reverted to an alternate method of insulin therapy.